Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports patient allegations of pain and difficulty walking. There has been no revision procedure reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.